Manufacturer narrative:
A device evaluation was performed, and no sources of high current were noted. A longevity calculation was performed based upon programmed settings and usage data. The calculations showed the battery depletion was normal. The monthly battery voltage trend was reviewed and no anomalies were observed. The monthly fuel gauge trend was reviewed and the current trend appeared normal. Premature battery depletion was not confirmed by analysis.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was a normal eri alert with no allegation of premature battery depletion, the device was explanted prophylactically.

Manufacturer narrative:
(B)(4)